Event description:
The customer reported to philips healthcare that during a regular daily inspection, the heartstart xl did not pass the first general system test, but it passed the second one. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.